Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low ethanol result for one patient sample. The initial result was 0.47 g/l. The clinical department complained about the result as it did not match the patient status. The results from a new blood collection were 4.26 and 4.28 g/l. The original sample was repeated with results of 3.48 and 3.44 g/l. The results from the new blood collection were believed to be correct. Information concerning if the patient was adversely affected was requested, but was not provided. The ethanol reagent lot number was 691066. The expiration date was requested, but was not provided.

Manufacturer narrative:
Additional information was received documenting the date received by the manufacturer, medwatch was actually (B)(6) 2013. The patient was not adversely affected. The investigation could not determine a specific root cause based on the provided data. Additional information for further investigation was requested but not provided. As the calibration and qc data was acceptable, a general reagent or instrument issue could be excluded.